Manufacturer narrative:
(B)(4). Device evaluated by the MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-03959; 2134265-2013-03961. It was reported that during a percutaneous coronary intervention, an automatic pullback failure occurred. An atlantis sr pro2 catheter was used intended to visualize the target lesion. It was noted that during the procedure the mdu recognized the ivus catheter, however it was unable to perform automatic pullback. The physician completed the procedure with another with same catheter. No patient complications were reported and patient's condition is good.